Event description:
It was reported that prior to the start of a da vinci-assisted ventral hernia tapp surgical procedure, the customer was having an error 22018, with an error message in the surgeon console. Prior to contacting technical support, an intuitive surgical, inc. (Isi) clinical sales associate (csa) tried rebooting the system two times and recovering the error, with no improvement. The csa then ruled the console out and continued with only one surgeon console with no further issue, but they would like someone to check the faulty console. An isi technical support engineer (tse) checked error logs and confirmed the presence of the mentioned error pointing to faulty sensors in the ergonomic system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse reseated sensors cabling and performed ergonomic calibration to resolve the issue. The system was tested and verified as ready for use. The probable root cause is attributed to an intermittent ergonomic system sensor signal issue on the surgeon console (ssc), most likely caused by a loose or improperly seated sensor cable connection that resulted in error 22018 and rendered the console unusable. Fse reseated the sensor cabling and performed ergo calibration, after which the system tested normal and was verified ready for use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: only one console was needed for the procedure. The issue with console 1 was not able to be resolved; troubleshooting included restarting the system, calling technical support, and reconnecting all the cables. The procedure was completed robotically using console 2. There were no patient injuries or complications.

Event description:
Refer to h11 for follow-up information.